Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 1320 was verified. The event log did not show the error occurred on (B)(6) 2018. Service replaced the rtc clock battery and reloaded the software as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Cadd legacy pump had error code 1320. No reported adverse effects.